Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The insulin pump was unable to prime during the prime test due to moisture damage at the force sensor resistor. The insulin pump was unable to perform the occlusion and excessive no delivery alarm due to the device being unable to prime. No unexpected vibrate was noted during testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The insulin pump was also received with a cracked reservoir tube lip, scratched reservoir tube window, cracked belt clip slot, and minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump had been exposed to moisture after she had gotten into a vehicular accident. The customer stated that her car went into a ditch due to extreme weather conditions, and when she climbed out of the moon roof to get out of the car, the insulin pump was submerged with water. The customer's blood glucose was 250 mg/dl. She noted that the water had been up to her lap when she exited the car. She stated that her blood glucose was likely high due to the stress of the event. She stated that the insulin pump was vibrating without an alarm or alert. She added that she is really brittle. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.